Manufacturer narrative:
(B)(4). Report source: (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during the surgery, the clear sleeve of this product didn't slide smoothly. So, the surgeon couldn't implant the anchor of this complaint product as intended. As a result, the anchor wasn't fixed, and it pulled out from the burr hole.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual examination of the returned product identified the needle tip was bent. The device had the suture line with anchor attached to the needle tip along with the clear plastic sleeve being pushed up to the end. The device was returned to the pms lab in its current state. Pms function test analysis determined that the device functioned as intended with the clear plastic sleeve. Review of the device history record(s) identified no deviations or anomalies during manufacturing. A definitive root cause statement for the bent tip cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.